Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. (B)(4). This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Event description:
It was reported that the implantable pulse generator (ipg) triggered elective replacement indicator (eri). The device was reprogrammed to vvi mode to reduce potential patient symptoms. It was reported that the patient was "aware of" and uncomfortable with the vvi pacing mode. The ipg was subsequently explanted and replaced. The health professional was concerned that this is a more rapid time to rrt than expected. No patient complications have been reported as a result of this event.